Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the black box data started on (B)(6) 2016; due to continuous pump use, the black box data and pump histories from the time of the alleged issue were unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5-day duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On 07/06/2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 516 mg/dl with large ketones, abdominal pain, nausea, symptoms of dehydration, and vomiting associated with the incorrect time in the pump. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the am/pm was incorrectly set in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in incorrectly setting the time in the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.